Manufacturer narrative:
The insulin pump had a constant motor error during rewind due to a corroded motor home switch. They were unable to perform the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and the excessive no delivery test due to a motor error alarm. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, and moisture damage on the electronic assembly. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer requested assistance with programming the pump. Customer's blood glucose was 204 mg/dl at the time of the incident. Customer treated for high blood glucose with 12 units. Customer stated that the drive support cap appears normal. Customer did not report a motor position encoder error alarm. Customer was assisted in clearing the alarm and performing the pump rewind. Customer stated that drops came out of the pump without a motor error alarm until after escaping out the fill cannula. Customer reported that the pump was exposed to sea water. The motor error alarm kept stopping them from zeroing out the basal rate. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.